Manufacturer narrative:
The reported event of failure to remove guidewire was not confirmed. As received, a complete lead was returned without a guidewire. A guidewire was able to be fully inserted and removed from the inner coil without any obstruction/restriction. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to be separated from the guidewire. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.